Event description:
Pt underwent a total abdominal hysterectomy and a drain was placed in pt. While drain was being removed from pt, the drain broke off and part of the drain remained in the pt. The surgeon had to take the pt back to surgery to remove remaining drain piece.